Event description:
Event verbatim [preferred term]. Permanent burn on left upper hip [thermal burn] , did not check her skin under the product while wearing thermacare, read the usage instructions before she used the product [intentional device misuse] . Case narrative:this is a spontaneous report from a contactable consumer. This female consumer in early 30's (not pregnant) started to receive thermacare heatwrap (thermacare lower back & hip) from unknown date for pain and back pain. Medical history included ongoing scoliosis diagnosed around age 13; ongoing fibromyalgia diagnosed around 20 years ago (approximately 1998) when no one believed in it (very sick, couldn't work, was on disability); orthopedic surgeries, 3 back surgeries, hip replacement, another hip surgery, and shoulder replacement; arthritis (had an appointment with a rheumatologist when she got back from vacation); skin cancer; and couple of melanomas that were removed. She classified her skin tone as very light or fair. She had sensitive skin. She had abnormal skin conditions. The following conditions were reported as medical history/ concurrent conditions at the time of reporting on (B)(6) 2018: ongoing ankylosing spondylitis was diagnosed a year ago (approximately 2017) with an MRI, ongoing polymyalgia rheumatica diagnosed about 5 years ago (approximately 2013), and ongoing sjogren's syndrome diagnosed 8 years ago (approximately in 2010). Concomitant medications were none. Consumer was calling about thermacare heatwraps, the wrap around heat wraps for the back. She received a letter from (store name) and pfizer about a recall. She had been using the heatwraps for forever. She had a lot of orthopedic surgeries, 3 back surgeries, a hip replacement, another hip surgery, a shoulder replacement, she needs a neck fusion but she had to cancel it, and arthritis. Some nights she slept with 3 thermacare heatwraps on. She clarified that the issues requiring the surgeries started before she started using thermacare products. She thought thermacare was the best. She got a burn on her body from a thermacare heatwrap 20 years ago and spoke with a lawyer about it because it was a permanent burn that she still had on her left upper hip, but he didn't think it was a big deal so she didn't pursue anything. She continued to use thermacare after the burn because she was in pain and thermacare was the only thing that helped. She didn't report the burn to pfizer. She had been using thermacare heat wraps for over 20 years and she clarified that she only had the one burn and it was 20 years ago; the permanent burn that she received happened 20 years ago (approximately in 1998). She had spent so much money on thermacare, she lived in them. The one that cause the burn was a back one. In the letter from pfizer it looked like they thought she was a business from the way it is worded. She had been on and off so much medication like pain medication but she didn't remember the names from 20 years ago. She always had a high sed rate because of inflammation. She asked if autoimmune disorders could cause the problems with thermacare. She then asked if this was one of those things where people get together and do a lawsuit. She hoped they weren't going to stop making the product. She thought she was done with menopause but she wasn't. She had foot drop which she thought it was a circulatory issue but she knew it was related to her back. Her ankylosing spondylitis caused foot drop. She was falling apart, she had bad genetics. She recently had high blood pressure of 150/160 or vice versa and they were going to take her to the hospital but they didn't. She never followed up on that. It may have been due to anxiety. Her grandmother had rheumatoid arthritis, she didn't know if she had it or not. She had arthritis and had an appointment with a rheumatologist when she got back from vacation. She used all versions of thermacare. She started having back surgeries in her 20's. She used the small/medium back and hip thermacare products. The burn could have been her fault because she used the wraps so much. She wished pfizer would refund her all the thermacare products she had purchased, she had no other issues besides the burn. The patient was currently under the care of a physician for any medical condition. (Dr. Name) was headache doctor, under psychiatric care, and seeing a doctor for her shoulder. She purchased red box. There was no product remaining. She had previously used thermacare. She did not experience the same problem/symptom experienced during previous use. She had previously used other heat products for pain relief. She had not previously experienced a problem/symptom with one of these products. She was sleeping while wearing the product. She attached the adhesive to: either her body or a very light clothing. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare. She read the usage instructions on thermacare before used the product. She was not taking any medications (including over-the-counter, herbal, nutritional or any applied to the skin) during the time the problem/symptom was experienced. She used thermacare for "many hours" that day. She did not consult a healthcare professional for permanent burn. The action taken in response to the events of the product was dose not changed. The outcome of the events was not resolved. According to the product quality complaint group: reasonably suggest device malfunction? No. This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a trend identified related for the subclass adverse event safety request for investigation. Site sample status was not received. Follow-up (17oct2018): this follow-up report is being submitted to upgrade this case to a reportable medical device report. Follow up (29mar2020): new information received from the product quality complaint group included investigational results. No follow-up attempts are possible. No further information is expected., comment: based on the information provided, the event of "burn" "intentional device misuse" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the suspect device and the events cannot be ruled out. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a trend identified related for the subclass adverse event safety request for investigation.

Event description:
Permanent burn on left upper hip [thermal burn], did not check her skin under the product while wearing thermacare, read the usage instructions before she used the product [intentional device misuse]. Case narrative:this is a spontaneous report from a contactable consumer. This female consumer in early 30's (not pregnant) started to receive thermacare heatwrap (thermacare lower back & hip) from unknown date for pain and back pain. Medical history included ongoing scoliosis diagnosed around age 13; ongoing fibromyalgia diagnosed around 20 years ago (approximately 1998) when no one believed in it (very sick, couldn't work, was on disability); orthopedic surgeries, 3 back surgeries, hip replacement, another hip surgery, and shoulder replacement; arthritis (had an appointment with a rheumatologist when she got back from vacation); skin cancer; and couple of melanomas that were removed. The following conditions were reported as medical history/ concurrent conditions at the time of reporting on 17oct2018: ongoing ankylosing spondylitis was diagnosed a year ago (approximately 2017) with an MRI, ongoing polymyalgia rheumatica diagnosed about 5 years ago (approximately 2013), and ongoing sjogren's syndrome diagnosed 8 years ago (approximately in 2010). Concomitant medications were none. Consumer was calling about thermacare heatwraps, the wrap around heat wraps for the back. She received a letter from (store name) and pfizer about a recall. She had been using the heatwraps for forever. She had a lot of orthopedic surgeries, 3 back surgeries, a hip replacement, another hip surgery, a shoulder replacement, she needs a neck fusion but she had to cancel it, and arthritis. Some nights she slept with 3 thermacare heatwraps on. She clarified that the issues requiring the surgeries started before she started using thermacare products. She thought thermacare was the best. She got a burn on her body from a thermacare heatwrap 20 years ago and spoke with a lawyer about it because it was a permanent burn that she still had on her left upper hip, but he didn't think it was a big deal so she didn't pursue anything. She continued to use thermacare after the burn because she was in pain and thermacare was the only thing that helped. She didn't report the burn to pfizer. She had been using thermacare heat wraps for over 20 years and she clarified that she only had the one burn and it was 20 years ago; the permanent burn that she received happened 20 years ago (approximately in 1998). She had spent so much money on thermacare, she lived in them. The one that cause the burn was a back one. In the letter from pfizer it looked like they thought she was a business from the way it is worded. She had been on and off so much medication like pain medication but she didn't remember the names from 20 years ago. She always had a high sed rate because of inflammation. She asked if autoimmune disorders could cause the problems with thermacare. She then asked if this was one of those things where people get together and do a lawsuit. She hoped they weren't going to stop making the product. She thought she was done with menopause but she wasn't. She had foot drop which she thought it was a circulatory issue but she knew it was related to her back. Her ankylosing spondylitis caused foot drop. She was falling apart, she had bad genetics. She recently had high blood pressure of 150/160 or vice versa and they were going to take her to the hospital but they didn't. She never followed up on that. It may have been due to anxiety. Her grandmother had rheumatoid arthritis, she didn't know if she had it or not. She had arthritis and had an appointment with a rheumatologist when she got back from vacation. She used all versions of thermacare. She started having back surgeries in her 20's. She used the small/medium back and hip thermacare products. The burn could have been her fault because she used the wraps so much. She wished pfizer would refund her all the thermacare products she had purchased, she had no other issues besides the burn. The patient was currently under the care of a physician for any medical condition. (Dr. Name) was headache doctor, under psychiatric care, and seeing a doctor for her shoulder. She classified her skin tone as very light or fair. She had sensitive skin. She had abnormal skin conditions. She purchased red box. There was no product remaining. She had previously used thermacare. She did not experience the same problem/symptom experienced during previous use. She had previously used other heat products for pain relief. She had not previously experienced a problem/symptom with one of these products. She was sleeping while wearing the product. She attached the adhesive to: either her body or a very light clothing. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare. She read the usage instructions on thermacare before used the product. She was not taking any medications (including over-the-counter, herbal, nutritional or any applied to the skin) during the time the problem/symptom was experienced. She used thermacare for "many hours" that day. She did not consult a healthcare professional for permanent burn. The action taken in response to the event of the product was dose not changed. The outcome of the events was not resolved. Follow-up (02apr2019): follow-up attempts are completed. No further information is expected. Follow-up (17oct2018): this follow-up report is being submitted to upgrade this case to a reportable medical device report. Company clinical evaluation comment: based on the information provided, the event of "burn" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the suspect device and the event cannot be ruled out., comment: based on the information provided, the event of "burn" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the suspect device and the event cannot be ruled out.